Event description:
The customer reported obtaining daily check failures related to wbc (white blood cell) background high involving the unicel dxh 800 coulter cellular analysis system. A beckman coulter fse (field service engineer) was dispatched and replaced the bsv (blood sampling valve) to resolve the issue. The customer called back on (B)(6) 2013 to report of a similar event and the customer indicated that the instrument was not in used as soon as the wbc background failed. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Correction: beckman coulter received the returned blood sampling valve (bsv) and analysis revealed a misalignment between the ports on the central ceramic pad and those of the exterior ceramic pads. This misalignment is partially attributed to the inclined plane at the top of the stop bar immediately beneath the ceramic pads. The central pad makes contact with this plane at the end of the transition between the aspiration and delivery positions. Further review of the bsv failure for this event suggests that the white blood cell (wbc) backgrounds are impacted by the bsv port misalignment while the other parameters (red blood cell, platelet, hemoglobin) remained unaffected. The failure occurs gradually over time and investigation showed that the failure will be detected when performing daily checks through a failed background count. If the failure occurs between the daily checks, the expected impact to patient samples is minimal. Beckman coulter concludes that the available information reasonably suggests that the bsv torque wear on the bsv does not have the potential for generating erroneous results; the failure is limited to the wbc parameter and may cause wbc background failures.

Manufacturer narrative:
A beckman coulter fse was dispatched again and replaced the bsv (blood sampling valve) for a second time to resolve the issue. Failure mode is attributed to premature failure of the bsv. (B)(4).